Event description:
Device 1 of 3. Ref MFR report: 1627487-2012-1955, 1627487-2012-1956. The pt has two leads implanted with the same lot number. It was reported the pt is experiencing a heating sensation at her ipg site while charging and the pt is unable to charger her ipg. F/u info identified the pt is experiencing discomfort at the corner of her ipg. It was also reported the pt's leads may have migrated and the pt is no longer using her stimulation. X-rays have been ordered to verify if the leads have migrated. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.